Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok and contrast buttons were found to be intermittently responding to presses and required increased force to engage. The contrast button has no effect on insulin delivery function. The keypad was removed and contamination was observed under the button contacts.

Event description:
The patient reported that the ok and contrast keypad buttons have become intermittently unresponsive over the past two months. She stated that the buttons feel flat, and denied physical damage to the rubber keypad. The patient stated that she cleans the pump with alcohol wipes every two to three weeks.